Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing causing episodes of noise reversion and a high ventricular rate with short pacing inhibition. The patient then presented in clinic for a follow up and was reported to be asymptomatic. Isometric testing was performed and more noise oversensing and pacing inhibitions were observed on the lead. The lead sensing was then reprogrammed. Isometric testing was performed again and noise was no longer observed. It was noted that the lead had been previous repaired for an insulation breach observed during an unrelated procedure. (Related manufacturer reference number: 2017865-2019-10819), however, there were no allegations that the two events were related. The patient was reported to be in stable condition.